Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was unable to rewind. The customer stated that she was able to resolve the issue momentarily, but now the insulin pump had issues again. She also observed that the device sustained cracks on the reservoir and battery compartments. The customer's blood glucose was 400 mg/dl. The customer did not know how the damage occurred. She stated that she was unable to figure out what the open circle on the device was and decided not to proceed with the troubleshoot for the open circle. She was advised that she was unable to rewind due to the open circle being present on the device's display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, broken battery tube threads, a cracked reservoir tube window and a missing end cap sticker.